Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the biomedical engineer (biomed) has questions about alarms and configuration. They had a patient that was in an 8-hour procedure and at the end of the procedure it was found that the cuff never deflated completely after taking the blood pressure. The patient subsequently had to have another procedure to correct issues from this, but biomed stated that this was no fault of the monitor. He states that it was because the tubing was kinked or twisted, more of a user error. They are just wanting to get information on how to set an alarm for this. A philips remote service engineer (rse) walked the biomed through steps to configuration mode>main setup>alarms>inop severity>cuff not deflated. The biomed stated it is cyan at the moment. This would have displayed a blue inoperative (inop) banner and an inop tone. These can also be set for yellow or red. Customer verbalizes understanding. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Additional information has been requested.